Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that there was an emergency room visit due to high blood glucose levels. Customer's blood glucose levels at the time of emergency room visit was between 598-600 mg/dl. Customer reported that the insulin pump alarmed no delivery. Customer also stated that the pump alarmed battery out limit and low battery after the battery was changed. Customer reported that the cannula was clogged when he removed it. Customer reported symptoms related to their high blood glucose included nausea, loss of appetite, and feelings of weakness. Customer was given an IV drip which brought his blood glucose levels down to 397 mg/dl. Customer wore the insulin pump to the hospital until he was told to remove it. Customer reported a large air bubble in the infusion set cannula that would no go through. Customer was not able to complete troubleshooting at the time of the call. Therefore, the root cause of high blood glucose could not be determined. Replacement product is being sent.